Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the residue in the bending section cover and chipped and missing adhesive on the bending section cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited residue in the bending section cover and chipped and missing adhesive on the bending section cover. There was no patient involvement.